Event description:
It was reported that the touchscreen of the device was found to be unresponsive while adjusting parameters. The ventilator was replaced. Reportedly, the ventilation was not impaired. There were no health consequences for the patient reported.

Manufacturer narrative:
The user facility did not involve the dräger service into the repair or any follow-up measure. No further information could be obtained. A case specific evaluation is therefore not possible. The failure could have been caused by a mechanical damage to the touch screen or a software issue leading to an unresponsive touch screen. However, based on the given information, a root cause cannot be determined. The affected device is 10 years old, and the status of preventive maintenance and repairs is unknown to dräger. In case of a failure of the touch screen the ventilation mode and ventilation parameters cannot be changed. An ongoing ventilation will not be affected by a failure of the touch screen and will continue with the current parameters. Alarms and ventilation curves will be displayed normally. Reportedly, the ventilation continued as set.